Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the icon for the antenna too hot was seen. The patient's skin and implantable neurostimulator were heating. The patient had the "computer" covered up while charging. The patient took a break from charging and then was successfully able to recharge and did not see the screen again. The recharger was working as intended. The patient was advised not to cover the antenna while charging. No interventions were reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).